Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the right ventricular (rv) lead as it had high thresholds for three consecutive days. The lead remains in use. No patient complications have been reported as a result of this event.